Manufacturer narrative:
It was reported that the spring arm and light allegedly fell from the ceiling during the procedure. Per investigation, this light was installed in (B)(6) 2003. Since installation there has been no preventative maintenance completed on the lights by stryker. The customer reported that the nurse was grazed by the fall and it was reported to our stryker field service technician that the nurse received a sprain to her hand. There was no consequence or impact to the patient. Once the investigation has been completed, stryker will supply the information in a supplemental.

Event description:
It was reported that the spring arm and light allegedly fell from the ceiling during the procedure. The customer reported that the nurse was grazed by the fall and there was no consequence or impact to the patient.

Manufacturer narrative:
Per the serial tag, the product was manufactured in (B)(4) 2003 (system sn (B)(4) displays this in the 8th-11th digits). This light was manufactured almost (B)(4). The site history in the stryker salesforce system shows that this unit was installed in september 2003. Since installation there has been no preventative maintenance completed on the lights by stryker . The d series service manual, (B)(4) states in section 1.7 that the product requires maintenance every year by stryker. With the age of this light and lack of preventative maintenance, the components securing the d650+ light head, spring arm, and horizontal swivel arm to the flange tube could have come out of place or worn down. The absence of preventative maintenance is the root cause of the failure.

Event description:
It was reported that the spring arm and light allegedly fell from the ceiling during the procedure. The customer reported that the nurse was grazed by the fall and there was no consequence or impact to the patient.